Event description:
It was reported the implantable cardiac monitor "popped out" from the implant site. Additional information obtained reported that infection and erosion were not present. It was further reported that the device site was "oozy" post implant and that the device may have "popped out" due to patient's large breast size. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).